Manufacturer narrative:
Update to d9. Correction to h6; component code, impact code, device code, type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection identified a split distal tip, a liner puncture starting approximately 8 cm from the distal strain relief, and a liner strand observed at approximately 8.5 cm from the distal strain relief. Compression marks were noted along the sheath shaft. The crimped valve was found stuck at approximately 11.5 cm from the distal strain relief and was exposed through a torn liner. Dimensional testing of the liner thickness along the liner puncture and liner strand were performed and the measurements were found to be within specification. Due to the returned condition of the device, including the liner puncture and the liner being fully expanded as designed, no applicable functional testing was performed. The reported events were confirmed based on the evaluation of the returned device. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage. Based on extensive complaint investigations, the events reported have not been associated with device malfunctions or manufacturing nonconformances for the sapien 3 ultra and sapien 3 ultra resilia valve configurations. Historically, these events have been attributed to a combination of patient related factors, procedural variables, and use related variability rather than inherent product defects. Patient related factors such as vascular calcification, vessel tortuosity, steep insertion angles, undersized vessels, and constrained access may create sub optimal advancement pathways, resulting in increased resistance during sheath or delivery system insertion. In these circumstances, device manipulation or increased push force applied to overcome resistance may contribute to sheath damage, including distal tip splitting, liner puncture, and liner strand formation. Tortuous anatomy may further exacerbate interaction between the sheath and calcified nodules, increasing localized stress on the sheath shaft and distal tip. Curvature observed along the sheath shaft may be indicative of vessel tortuosity and associated advancement challenges. In this case, available information suggests that patient related factors, including vessel tortuosity and calcification, and/or procedural factors, including device manipulation to overcome resistance, may have contributed to the observed distal tip split, liner puncture, and liner strand, as these conditions were present within the patient's access vasculature. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure in switzerland using a sapien 3 ultra resilia valve via a right transfemoral approach, resistance was encountered during insertion of the esheath+ and advancement of the delivery system. The valve ultimately became stuck, and the esheath+ shaft was damaged. The devices were removed as a single unit, and a new kit with a 16f esheath+ was used to complete the procedure. The patient sustained no injury and remained stable post-procedure. Medical opinion indicated that the root cause was related to the patient's tortuous anatomy. Imagery evaluation confirmed that the valve was stuck, the liner was bunched and partially delaminated, and the distal tip was split with an hdpe strand at the point of obstruction.